Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood during use. The following information was provided by the initial reporter: "the IV catheter the inside bc 22 gauge is leaking blood."

Manufacturer narrative:
H6: investigation summary : since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked blood during use. The following information was provided by the initial reporter: "the IV catheter the inside bc 22 gauge is leaking blood."